Event description:
It was reported that the needle only retracted partway. The customer confirmed about an hour later that it had fully retracted due to vibration during use. The needle retraction is sluggish.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.